Event description:
It was reported during the incoming inspection, a team member found wrinkles in the sealing area. There was no patient involvement. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.